Manufacturer narrative:
An event of valve migration, improper or incorrect procedure or method and patient death were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported migration could not be conclusively determined. It is possible that procedural conditions, such as implanting difficulties, contributed to the reported event; however, this cannot be confirmed. The cause of the reported hypotension was likely cascading effect of the valve migration which might lead to patient death. The reported improper or incorrect procedure or method was due to valve-in-valve implant. The reported surgical intervention and prolonged hospitalization were result of case-specific circumstances: as valve-in-valve was implanted and patient was admitted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Based on medical review: the reason for the urgent sternotomy is unknown. The patient died the same day. At this time, there is insufficient information to determine the cause of death. Please note the per the instruction for use (IFU), "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." Since the IFU deviation was performed to prevent an adverse patient effect and there is no indication that the deviation caused any patient harm, a letter will not be sent. Codes removed: health effect-clinical code: 4582.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of recurrent heart failure with angina, is maintained on dialysis, and has undergone three prior sternotomy procedures. The aortic valve angle was measured as 44 degrees. The patient had a mitral valve replacement that was protruding significantly into the left ventricular outflow tract. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 21mm, non-abbott balloon. It was noted that the pre-bav was performed with a balloon not less than or equal to the minimum annulus diameter. During the procedure, at 80 percent deployment, the valve was at a depth of 2-3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Upon release, the valve migrated upwards. A 26mm, non-abbott valve was implanted by performing a valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient had an extended hospitalization. On (B)(6) 2025, the patient became hemodynamically unstable for which a sternotomy was performed. On (B)(6) 2025, the patient was pronounced to be deceased, and the physician is unsure about the official cause of death.

Manufacturer narrative:
. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The aortic valve angle was measured as 44 degrees. The patient had a mitral valve replacement that was protruding significantly into the left ventricular outflow tract. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 21mm, non-abbott balloon. During the procedure, at 80 percent deployment, the valve was at a depth of 2-3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Upon release, the valve migrated upwards. A 26mm, non-abbott valve was implanted by performing a valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient had an extended hospitalization. The patient's current status was unknown.